Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal was intended to use for the removal of intra-aortic balloon pump (iabp) catheter by the doctor. During the procedure, he observed that there was an absence of the baseplate. The collagen seal just came out all together through the arterial exit site. The device was removed, and manual compression applied. In this case, an 8fr introducer sheath was used at the puncture site. The patient was stable, and hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and was found to have been in used condition with visible signs of blood. The device was found to have been in the fully rear-locked position. All internal components were found to have been deployed as the collagen, tamper tube, and suture were deployed. The black indicator was fully exposed near the proximal end of the tamper tube. The anchor was found to have been missing and was not returned with the device. No damage to the device was identified. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been anchor detachment due to excess tamping. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.